Event description:
It was reported that during a da vinci-assisted sigmoid colectomy surgical procedure, the universal surgical manipulator (usm 3) was frozen. The customer tried multiple instruments, however the sterile adapter was not reseated. An an intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the logs and found error 282 on universal surgical manipulator (usm) 3, which was a possible sterile adapter issue pointing to presence pins not detected. The procedure was completing as planned with no reported injury. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
An isi field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During diagnostic test engineer (dte) universal surgical manipulator (usm) powered friction tests, the following message was displayed during the usm tornado friction test "velocity of patient surgical manipulator (psm) 3 degree of freedom (dof) 1 stayed below 90% of the requested speed during this move all the time. The usm was stuck in usm tornado friction position (i.e. Inverted and extended) and would not rise along with the other usm's that were being tested at the time. Therefore, the fse replaced usm 3. The system was tested and verified as ready for use. Isi has received the usm involved with this complaint; however, the evaluation is not completed yet. Therefore, the root cause of the alleged customer reported failure mode has not been determined. A follow-up MDR will be submitted upon completion of the failure analysis evaluation and if additional information is received. No image or video was available for review. A review of the site's system logs for the reported procedure date was conducted by technical support when the customer called for troubleshooting assistance. Investigation revealed error 282 on universal surgical manipulator (usm) 3, which was a possible sterile adapter issue pointing to presence pins not detected related to the reported complaint. An event verification confirmed the sigmoid colectomy procedure was performed on the reported event date (B)(6) 2022 on system (B)(4). This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the usm3 was frozen during procedure and it is unknown if the usm was disabled. While there was no harm or injury to the patient, system unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Additional information can be found in the following fields: g3, g6, h2, and h3. Product evaluation information can be found in the following fields: h6 and h10. Intuitive surgical, inc. (Isi) received the universal surgical manipulator involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed and replicated the reported problem (failed during friction). The unit was tested on an in house system and passed normal mode, however failed friction test on the pitch speed very slow and speed high test. The unit went through more testing on a psc fixture test platform and passed direction tests, lissajous, chipencoder virtual absolute characterization, sensors check, sine cycle, carriage friction test, brake release test, brake hold test, advanced brake test and carriage switches test. The pitch motor module, pitch harmonic drive, and elbow bearings will be replaced as the fix to the reported problem.

Event description:
Refer to h10/h11 for follow-up information.